Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump passed the self test. Pump error 38 alarmed noted during rewind due to gear box jammed. Unable to perform the functional tests, including rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. Successfully downloaded history files and traces using thump software.pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal and motor. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), broken belt clip rails, serial number label missing, missing display window cover and cracked battery tube threads. In summary, customer alleged pump error 41 confirmed. Pump error 43 confirmed. Pump error 38 was found during rewind and confirmed in history file. Exposed to moisture noted on electronic assembly during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41(motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor) and pump error 82(the hrm task did not grant motor power in reasonable time). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was able to clear the alarms and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.